Event description:
Information received indicates the left siderail is not latching.

Manufacturer narrative:
The technician found the silver nitrate in the siderail latch causing it to stick. The technician cleaned and lubricated the siderail latch to repair the bed.